Manufacturer narrative:
Qn# (B)(4).

Event description:
Patient received a right arm PICC placement on/around (B)(6) 2018. Discharged from the hospital, the patient returned approximately 10-14 days later to outpatient services for routine infusion/appt. Patient presented with c/o right arm swelling. The PICC was d/c'd and a vascular scan was performed on the affected side to r/o thrombus. Vascular scan was negative, PICC was placed in opposite arm and the patient was discharged home with a diagnosis of "arm swelling".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient received a right arm PICC placement on/around (B)(6) 2018. Discharged from the hospital, the patient returned approximately 10-14 days later to outpatient services for routine infusion/appt. Patient presented with c/o right arm swelling. The PICC was d/c'd and a vascular scan was performed on the affected side to r/o thrombus. Vascular scan was negative, PICC was placed in opposite arm and the patient was discharged home with a diagnosis of "arm swelling".